Event description:
An approx 0.5" long flat-head machine screw was found inside a 500ml bag of 0.9% sodium chloride solution mfg by b braun. Specific bag info: b braun excel bag, 500ml 0.9% sodium chloride (B)(4) lot #jod448 exp date: 10/12. Screw was not found until after a paclitaxel IV set had been attached to the bag and primed, and 177mg - 8.85ml - of etoposide had been injected into the bag. The bag was never attached to the pt's primary IV line, as the nurse in charge noticed the screw prior to administration.